Event description:
On (B)(6) 2008, customer reported erroneous differential results when using the coulter lh 750 hematology analyzer. On (B)(6) 2008, there were blast cells in the sample (19% on manual blood smear differential) and there were no instrument generated blast flags with the automated differential test results. The erroneous differential results were reported out of the laboratory. Physician questioned the results and the manual differential was performed. The sample was rerun and the rerun test results were flagged with instrument generated flag for blast cells. Corrected report was issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. Sample was drawn at 12:23 on (B)(6) 2008 (venipuncture, becton dickinson vacutainer, k2 edta, 3.0 ml draw) and analyzed on the coulter lh 750 hematology analyzer at 12:31 on (B)(6) 2008. Note: k2 edta =potassium ethylenediaminetetraacetic acid. The instrument was within quality control specifications with respect to controls and reproducibility. Controls are run once per shift. Instrument sensitivity is set at [2222] mid level for all settings for instrument generated flagging.

Manufacturer narrative:
Service was not dispatched for this event. Based on the available information and algorithm analysis, the root cause for erroneous results on the initial run can be attributed to the neutrophil population was not well defined and overlapped with monocyte population in the sample. The rerun showed a similar pattern, but the populations were better defined and the software algorithm could separate these populations correctly. The blast flag was set on the rerun because there was a clear population on the upper side of the neutrophil region. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events.